Event description:
It was reported that a patient, underwent a procedure with a thermocool® smarttouch® bi-directional navigation catheter and temperature reading was lost, after that, generator didn¿t let to ablate. There was no patient consequence. This event was originally considered non-reportable, however, product was returned on (B)(4) 2014 and has reassessed the event as reportable because the bwi failure analysis laboratory received the device for evaluation and found between tip electrode and ring #1 it has some type of dark reddish brown material (char). One area measures about 1mm and other side measured about 1.3 mm in length. This finding is reportable because it could potentially contribute to a death or serious injury.

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent a procedure with a thermocool smarttouch bi-directional navigation catheter and temperature reading was lost, after that, generator didn¿t let to ablate. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and some reddish material similar to char was found close to the tip dome. This condition was not reported by the customer. Then per the reported event, the returned device was evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were shorting inside the tip section. Due to the char found, an irrigation test was performed and catheter passed, no occlusion was observed the reported customer complaint has been verified. However, the root cause of the char remains unknown. A complaint investigation report has been created to investigate temperature complaints issues. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).